Event description:
It was reported that post an unrelated surgical procedure, the patient's ipg was unable to connect to external devices. A manufacturer representative interrogated the device and was able to confirm the ipg had entered service app. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg became inoperable following an unrelated surgery. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.